Event description:
Revision surgery - doctor increased 40n to 50 +4. Patient has 2b stem in , reason unknown.

Manufacturer narrative:
Complaint has been evaluated and is similar to report number 1644408-2021-00481; 508-32-101, s800 - revision surgery, revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.